Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unreported cause. It was not reported if the pt was hospitalized or on the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not available for evaluation. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced a myocardial infarction. The treatment for this event was not reported. The patient passed away on the same day. The cause of death was the myocardial infarction. It was reported that pd therapy was ongoing at the time of death. It was reported that an autopsy was not performed. The device was not returned, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted